Event description:
Report received of an underdelivery. The pump was programmed to deliver 230ml of an epidural solution containing marcaine 0.75% and fentanyl 500 micrograms at a rate of 10ml/hr. It was reported that the pump gave an audible alarm and displayed the message "empty container". The pump display indicated that 230ml had infused, but the bag was reported to be 2/3 full. The nurse notified the doctor and the epidural catheter was discontinued. The pump was removed from service. The patient experienced increased pain, but no medical intervention were required. Though requested, there was no further information available.